Manufacturer narrative:
The customer reported they changed the measurement cartridge. The customer reported that repeat testing was performed on another rp 500 to confirm results. The cause for the discrepant results is unknown.

Event description:
The customer reported discrepant sodium and chloride results. There was no report of injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.